Manufacturer narrative:
Additional information: section: d.9, h.6 and b.1, b.2 & h.1. Correction information: section: b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly elected revision surgery for a technology upgrade. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. The explanted device was received at advanced bionics on (B)(6) 2026, and is currently undergoing analysis. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor battery life. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.